Manufacturer narrative:
The biomedical engineer (bme) reported that all of the nihon kohden monitors are intermittently having communication loss errors after the transport monitor has been properly disconnected from the main monitor. This communication error occurs once the purse monitor has been reconnected to the main monitor - the communication error is on the nihon kohden monitor that is being monitored at the front nursing station both at the remote network station (rns) and the central nurse's station (cns). At times, the room number displayed on the monitor at the nursing station also defaults to a different monitor all together - this occurs when the monitor is disconnected for transport. No patient harm was reported. Investigation conclusion: nk tech support sent a follow-up to the customer for clarification on which troubleshooting steps they would like to take, but the customer replied that they haven't had the issue anymore. The complaint could not be confirmed. Root cause could not be determined. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1: 11/13/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 11/18/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested. Bedside monitor bsm-1700 series. Model: ni. Sn: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that all of the nihon kohden monitors are intermittently having communication loss errors after the transport monitor has been properly disconnected from the main monitor. This communication error occurs once the purse monitor has been reconnected to the main monitor - the communication error is on the nihon kohden monitor that is being monitored at the front nursing station both at the remote network station (rns) and the central nurse's station (cns). At times, the room number displayed on the monitor at the nursing station also defaults to a different monitor all together - this occurs when the monitor is disconnected for transport. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that all of the nihon kohden monitors are intermittently having communication loss errors after the transport monitor has been properly disconnected from the main monitor. This communication error occurs once the purse monitor has been reconnected to the main monitor - the communication error is on the nihon kohden monitor that is being monitored at the front nursing station both at the remote network station (rns) and the central nurse's station (cns). At times, the room number displayed on the monitor at the nursing station also defaults to a different monitor all together - this occurs when the monitor is disconnected for transport. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that all of the nihon kohden monitors are intermittently having communication loss errors after the transport monitor has been properly disconnected from the main monitor. This communication error occurs once the purse monitor has been reconnected to the main monitor - the communication error is on the nihon kohden monitor that is being monitored at the front nursing station both at the remote network station (rns) and the central nurse's station (cns). At times, the room number displayed on the monitor at the nursing station also defaults to a different monitor all together - this occurs when the monitor is disconnected for transport. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1 11/13/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 11/18/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested. Bedside monitor bsm-1700 series model: ni sn: ni.